Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2352500, model: sc-2352-50, serial: (B)(4), batch: 7072604.

Event description:
It was reported the patient experienced a loss of stimulation in the targeted low back and lower leg areas, and instead felt stimulation in the mid-torso. X-ray imaging taken in the field revealed the leads had migrated. Attempts to reprogram the device were unsuccessful, and the patient underwent a revision procedure where the leads were moved back into their original position. The patient did well post-operatively and stimulation was restored to the intended location.